Event description:
Additional information received reported, the patient did not have concerns with their device or therapy. A manufacturing representative had answered all of the patient's questions about the safety of having a myelogram with an implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 3 77760, lot# v004017, implanted: (B)(6) 2006, product type: lead; product ID 355029, lot# n060623, implanted: (B)(6) 2006, product type: accessory. (B)(4).

Event description:
It was reported that the patient had a CT scan of their back the day prior to the report. The patient didn¿t turn the stimulation down to 0 before the CT scan. When they tried to turn the stimulation on at the time of the report they were not feeling it and if they increased the stimulation it became uncomfortable. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.